Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion of the anchor, and/or misaligned insertion. Per dfu-0087-eo revision 3, g. Precautions: 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a distributor via email that three ar-2324bcm bio-composite swivelock sp sutures broke in the middle, where it meets the eyelet, during insertion. This was discovered during a procedure on (B)(6) 2024. Additional information received on 12/20/2024: the distributor reported that only one ar-2324bcm bio-composite swivelock sp had issues during this rcr procedure on (B)(6) 2024. The sutures broke after implantation, and the anchors remained in the patient. The case was completed using a new ar-2324bcm bio-composite swivelock sp. The case was delayed ten minutes without additional anesthesia.